Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was made unusual sounds as well as had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states that the top ring and rubber ring had come off from reservoir compartment. Customer states they were able to put it back and glue it together. Customer also states the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube lip o-ring noted. Insulin pump passed self test. No audio/beep anomaly noted during testing. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.